Event description:
It was reported that during a bunion surgey, the heads of two screws broke off and the bodies of the screws remained in the patient. The surgeon had inserted a 14 mm screw. It was determined to be too short. When attempting to remove it with the driver, the head broke off. While inserting a 16 mm screw next to the first screw, its head broke off. Both screw heads were retrieved. The case was completed with a k-wire for compression. No further patient information was provided at the time of this report, or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
One screw head was received and an evaluation was conducted. The complaint was confirmed; the head of the screw had disengaged from its body. The evaluation of the underside of the head revealed signs of tension/compression failure. Lot number was requested but not provided, therefore device history record review could not be performed.based on the information provided and device evaluation, the most likely cause of this type of event is improper bone preparation, leveraging the implant during insertion, or over-insertion. In addition, a change has been made to increase material thickness under the head of the screw to reduce the possibility of this type of event.the potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.